Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - scope cover --- leak - distal end cap cover --- insulation < threshold - charged coupled device cover lens --- scratched - lens glue (2x) --- chipped - bending section rubber glue ---separated - connecting tube ---buckles - connecting tube ---wrinkle 10mm from glue - channel mount --- wear and tear - mouthpiece --- defect - universal cord --- wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The water jet channel sample detected <1 colony forming units (cfu)/endoscope, the air/water channel sample detected 7 cfu/endoscope of pseudomonas aeruginosa, the operating channel sample detected >100 cfu/endoscope of pseudomonas aeruginosa, and the suction channel sample detected >100 cfu/endoscope of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process, but did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 2 colony forming units (cfu)/100ml and 3 cfu/endoscope of bacillus spp. Mesophiles. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.